Event description:
It was reported that by finishing a laparoscopic mymonectomy and in pulling the trocar, the surgeon realized that the upper/lateral chunk of the cannula was missing. The surgeon had to extract with a big effort the above mentioned chunk that was in the patient's abdomen. No adverse patient consequences.

Manufacturer narrative:
D4;h4, 6: information anticipated, but unavailable at this time.